Manufacturer narrative:
Patient identifier: no patient involvement. Age & date of birth: no patient involvement. Patient sex: no patient involvement. Weight: no patient involvement. Ethnicity: no patient involvement. Race: no patient involvement. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - chief perfusionist. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Review of the manufacturing record and the shipping inspection record of the actual product confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination. Based on the investigation result, no anomaly was found in the manufacturing record. As a possible cause of this complaint, it was inferred that during distribution and storage, the actual product was damaged due to sudden shock force applied on it. However, since the actual product was not returned and it could not be confirmed, the cause of occurrence could not be clarified. In the ashitaka factory, this event was provided to the manufacturing process, and instructed workers to continue to implement 100% visual inspection which has been performed during the manufacturing process. The workers were also instructed to pay attention to the handling of the product. The instructions for use (IFU) (capiox fx25) of ashitaka factory has the following caution: "if the product is dropped during set-up, do not use it. Replace with another device. (A. Set-up, caution)." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the oxygenator device involved had a broken oxygenator port. The event occurred when out of the box during pre-set up. The product was not used and was not exchanged out. The event did not delay the beginning or continuing of the surgical procedure. The product malfunction did not cause or contribute to an injury.